Manufacturer narrative:
(B)(4). The cycler was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported difficulty could not be determined. Review of the previous service record revealed no issues that may have contributed to the reported difficulty of increased intra-peritoneal volume. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) stated the last drain would not finish so he turned off the hc. The technical service representative (tsr) checked the therapy log for the last drain and uf cycle by cycle: cycle 7 uf 1795ml and all other cycle uf's were 125ml. The hp stated felt fine but was concerned about the high drain volume in the last drain. The tsr advised to do a manual exchange to get his last fill. The hp would use all 2.5% for this night and call the doctor in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of draining difficulty. The pdn stated the hp contacted her about the incident. The pdn stated the hp is a positional drainer and was constipated at the time of the call. The hp was given a laxative and has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.